Manufacturer narrative:
The customer stated that after the reported event occurred, the expiratory filter was replaced on the ventilator and that the filter involved in the event was discarded and therefore unavailable for further testing. The hosp biomed staff tested the ventilator device with a new expiratory filter in place. The ventilator device was found to be functioning properly and as designed.

Event description:
The customer reported that the ventilator device began to deliver higher pressures to a pt who had been receiving frequent albuterol nebulizer treatments through the pt circuit; six nebulizer treatments in an eight hour time period. The customer stated the pt developed a pneumothorax.